Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet pump was delaminating. The device was deemed nonfunctional, and a replacement was arranged. The user was advised to maintain backup therapy until the replacement arrived. No blood glucose impact was reported.